Event description:
It was reported that the patient underwent surgery on her 5th metatarsal using rhbmp-2/acs. Post-op, the patient presented with swelling of the foot, which persisted at least 6-8 weeks. Infection was ruled out, and there was no obvious cause for the swelling. To date, there is no report of resolution of the patient's symptoms.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.